Manufacturer narrative:
H3, h6: it is unknown if hip revision surgery was performed on bilateral patient. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. As no batch numbers were provided, a manufacturing record, and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The patient had bilateral bhrs around 2010. It was reported the patient experienced pain in both hips. X-rays were taken and cobalt and chrome blood ion levels were assessed, showing suggestions of metal on metal particle generations. No lab values, lab reports, or imaging reports were provided. No revision has been confirmed. With the limited information provided the clinical root cause of the reported pain and ¿suggestions of metal on metal particle generations¿ cannot be confirmed and cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant or implant failure. The patient impact cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause could not be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Bilateral patient* it was reported that, after a bmhr construct had been implanted on the patient's right and left hip on an unknown date around 2010, the patient experienced pain in both hips. X-rays were taken and cobalt and chrome blood ion levels were assessed, showing suggestions of metal on metal particle generations as a cause of ongoing pain in the patient's hips. A revision surgery was performed on (B)(6) 2021 to treat this adverse event in one of the patient's hips ((B)(4)), but it is unknown if the second hip bmhr implants were revised or if a revision surgery has been already scheduled. The patient outcome is unknown.